Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular assist device (lvad) was causing an artifact to be sensed by the implantable cardioverter defibrillator (ICD) on the ventricular channel. This caused the ICD to oversense the artifact, leading to inhibition of pacing and inappropriate shocks. Interrogation of the ICD also revealed that there was infrequent ventricular safety pacing (crosstalk) noted on the device. The device was reprogrammed to address the issues. The patient was in stable condition.